Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for explant on (B)(6) 2020. The patient's right atrial lead had a history of oversensing lead noise. The oversensing caused inhibition of pacing and loss of atrioventricular synchrony. The lead was attempted to be explanted, but due to complications related to patient anatomy, it remains indwelling but not accessible to cap at the point of severance. There were no patient complications, and the patient was in stable condition.